Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no power. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).